Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis and subsequently died. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized due to peritonitis. The treatment for the event was not reported. Eight days after being hospitalized, the patient died due to peritonitis. It was not reported if an autopsy was performed. No additional information is available.